Event description:
During baxter's product eval, it was discovered that the keypad on a pump had a delayed response of approx three seconds. Due to this issue being discovered during eval, there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Eval found a keypad delay of approx three seconds caused by a failed printed circuit board. The keys of the keypad were performance tested and all keys functioned as designed, with no keypad output anomalies discovered. The device was not in spec in relation to the reported symptom. The printed circuit board was replaced and the device returned to the customer.